Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test confirmed that bronchial cuff inflated however the tracheal cuff failed to inflate. Visual and further examination showed that there was damage to the main body of the tracheal cuff. Examination of the tracheal cuff body revealed a slit in the main body of the cuff. The slit was ¿c¿ shaped in appearance with clean cut edges. The damage is indicative of coming in contact with a sharp utensil or objects. The single wall thickness of the cuff body was measured away from the damaged area and found to be within the blueprint specification. We are unable to determine the cause for this specific event however; the most probable root cause is contact with a sharp utensil or objects. The instructions for use indicate: ¿various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used¿. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that the cuff was found leaking prior to using on the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that the cuff was found leaking prior to using on the patient.